Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4: batch # unk. Investigation summary this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label, code ec60a lot: 490c66. (Exp. Date: 2026-05-31) the second photo shows a body cavity with some staples b-form. Based on the photos the event described not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 490c66, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the  surgery, after fired, noted some staples malformed and oozing occurred. Suture was used to oversew.  Please refer to the attached photos. No additional information can be provided.